Manufacturer narrative:
Follow up report 001 ref. To natus complaint#: (B)(4). Complaint history review/trend analysis: (24 months review and percent of sales) 32 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate: (B)(4). CAPA: 005781 was opened 08 may 2025 to investigate the increase in complaint rates for the eds product line and is currently at the root cause investigation status. Risk management review: a review of (B)(4) medical device hazard analysis (rev 10), identifies the hazard situation as "5.11 stopcocks: luer lock thread is stripped or broken." The risk level is considered moderate. Based on complaint of "transducer fell off drain." This determination is based on the information received from the customer. Root cause/failure investigation: no signs of breakage or cracking were observed on the system stopcock's female luer. The failure mode, detachment of the external transducer from the eds 3 system was replicated during the investigation by intentionally overtightening and stripping the threads, which compromised the interlocking mechanism. Notably, the complaint device did not strip when paired with its original transducer (external transducer that came with the returned device). However, it did strip when tested with another external transducer of the same model. This suggests a potential variation or fault in certain external transducers that affects proper interface with the stopcock's locking mechanism. The misalignment caused uneven loading on the stopcock threads during tightening/connection, leading to deformation and a weakened connection. The failure mode was also reproduced using the larger/longer version of the external transducer. In this case, improper use of the external transducer spin mechanism during attachment to the system stopcock led to insecure connection. When not properly attached, the weight of the transducer would cause it to roll back (counterclockwise) following the path of least resistance. Section "warnings" on page 3 of the eds 3 system IFU (sd208650001 rev da) gives details on handling the eds 3 system such as finger tightening components and not using external tools. Failure mode: confirmed / transducer detachment.

Event description:
Nt821731c: transducer falls off after attaching and checking icp.

Manufacturer narrative:
Initial report ref. To natus complaint # (B)(4). Lot# of the affected device was not provided by the customer. Per (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system. Hazard 5.11 - stopcocks: luer lock thread is stripped or broken. Effect (harm): delay in patient treatment, csf leakage and over drainage of csf. Residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. No associated capas. Further investigation to be carried out.

Event description:
Nt821731c -transducer falls off after attaching and checking icp.